Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination identified no issues with the unit¿s handshake connector during the connection of the device. On visual inspection it was noted that there was a bend in the distal drive shaft, approximately 2 cm from the proximal tip of the burr where the catheter sheath end. The bend in the drive shaft was situated where the distal grip would have been placed. It is probable that the drive shaft was bent during the removal of the distal grip. The rotablator plus was wet tested and no speed was achieved. The handshake connection of the advancer unit would not rotate. It is probable that the bend in the drive shaft resulted in the failure to rotate. Grey fibres were attached to the distal coil/burr. It is probable that during the preparation of the device or during the procedure the rotating burr came in contact with technician/users gown. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a rotational atherectomy treatment procedure, the rotablator burr would not rotate. The physician was continually flushing the rotablator plus burr during rotational testing for the procedure but the burr would not rotate. The device was visually checked and found a kink near the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed foreign material attached to the burr.